Event description:
It was reported that while using one (1) bd vacutainer® k2e (edta) 10.8 mg plus blood collection tubes, the customer noticed broken leaking tube. No patient impact reported.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to cracked/broken tube as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of cracked/broken tube. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.